Manufacturer narrative:
H.6. Investigation: one sample was received for investigation. It has the plunger rod-rubber stopper, tip cap and barrel label; it has no packaging flow wrap. It has 3ml of solution. The rubber stopper is a t4.5ml. The sample was tested for sustaining force from where the rubber stopper, after that the plunger rod-rubber stopper were pulled up to the 10ml mark and tested again for sustaining force. No defect observed, the sustaining force met the product specification requirement. The defect was not confirmed and the root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that during use the plunger rod was resistant and difficult to push with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: attempting to flush saline lock and it was noted that the plunger on the prefilled saline flush was resistant and difficult to push. Disconnected the syringe from the slaine lock and attempted to push fluid out of syringe. With the syringe not connected to anything it was noted to be extremely difficult to push the plunger of the prefilled saline syringe, even with extreme force.

Manufacturer narrative:
The initial reporter also notified the FDA on 21 aug, 2019. Medwatch report # 0513190000-2019-8007. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the plunger rod was resistant and difficult to push with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: attempting to flush saline lock and it was noted that the plunger on the prefilled saline flush was resistant and difficult to push. Disconnected the syringe from the saline lock and attempted to push fluid out of syringe. With the syringe not connected to anything it was noted to be extremely difficult to push the plunger of the prefilled saline syringe, even with extreme force.